Event description:
A malfunction alarm identified as "malf 12" was reported, with no notable events occurring prior to the alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was informed that they could continue using the pump and advised to report any recurrence of the malfunction code.